Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the ultrasonic probe should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited detached adhesive on the objective lens. There was no patient involvement.

Manufacturer narrative:
Updated fields: h2, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, it was likely the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.